Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting, it was found that the customer did not remove residual air from the cartridge. Customer declined to load a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.